Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 63 mm diameter abdominal aortic aneurysm approximately 27 months ago. The infra-renal neck angle was 35 degrees. The proximal aorta was 33 - 34 mm in diameter and 13 mm in length. The distal aorta was 24 mm in diameter. The right iliac artery was 15 mm in diameter and the left iliac artery was 18 mm in diameter. The right and left femoral arteries were 8 and 9 mm in diameter respectively. The iliac arteries were mildly tortuous bilaterally. There was circumferential aortic mural thrombus/calcification at the proximal neck of 33 percent. No complications were reported post implant. It was reported that a proximal type I endoleak was discovered on CT with contrast during the 2 year follow-up visit. There was no evidence of stent graft migration and the maximum aneurysm diameter at this time was reported to be 76 mm. No intervention was performed and this did not result in a new clinical event. The patient will be monitored and will likely return at a later date for subsequent imaging follow-up. An ultrasound during the 2 year follow-up visit also showed a type iia endoleak which was left uncorrected. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows. It was reported that the abdominal aortic aneurysm ruptured. The investigator assessed the ruptured aneurysm was considered to be an effect of a proximal type I endoleak that was previously reported and left untreated. The physician implanted an aui stent graft that intentionally covered the left renal artery and a femoral to femoral bypass was performed. The patient recovered. The investigator assessed that the event was related to the stent graft and not related to the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
Additional information was received. It was reported that a proximal type I endoleak was observed on a CT scan. The physician successfully resolved the proximal type I endoleak and previously reported type ii endoleak by embolization in combination with an endurant proximal aortic cuff. The investigator assessed the event as device and procedure related.

Event description:
Additional information was received. Regarding the proximal type I, the investigators assessment has been updated to not procedure but device related.